Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was under delivery and leads to high blood glucose of 200mg/dl, 313mg/dl. Drive support cap was normal and insulin exited at qr. High pressure test was passed. Customer also reports that they experienced low blood glucose of 61mg/dl after changing infusion set. Self test was passed. Insulin pump will not be return for analysis.